Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the pump had alarmed ¿no disposable clamp tubing.¿ the pump had been stopped, but the double-beep alarm had persisted. Troubleshooting performed. The cassette had then been removed and tapped on a hard surface before being reconnected, but the pump had been unable to start and the alarming had continued. The reservoir volume had been 243.8¿ml, the infusion rate had been 5.4¿ml per hour, and 6.2¿ml had been delivered. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.